Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy on the patient's cgm at night on (B)(6) 2014. The patient's father also reported insertion in the patient's buttocks. The device is not indicated for insertion in buttocks. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, the patient's father did not report any medical intervention or injuries and reported that the patient was in good condition.